Event description:
Customer reports, during manipulation while trying to standardize the filling level of a sharps container, a holder with a needle (vacutainer) used on a pt with hiv, was ejected, resulting in a needlestick on a nurse. The nurse is receiving retrovir-epivir, crixivan.